Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level. Customer¿s blood glucose level was over 1000 mg/dl. Customer had blood glucose over 400 mg/dl. Customer stated that the insulin pump had power loss alarm. Customer was able to clear alarm. Customer stated that the insulin pump rejected 7 new batteries. Customer stated that the insulin pump was shut off. The insulin pump will not be returned for analysis.